Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for button error. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was 419mg/dl. Then customer states they had not treated for the highs yet. The customer states they were going to treat with the pump but the buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.